Manufacturer narrative:
Additional information b5, d7, d10, h3, h6, h10. H3 device evaluation: the ambicor cylinders, pump and tubing were visually inspected. No damage nor irregularities were identified with the pump nor tubing. A bulge was identified in both cylinders along with broken fabric threads. This damage would directly affect the overall functionality of the device and would result in the device inflating different than normal. Product analysis therefore concluded this identified damage as the most probable cause of the reported events.

Event description:
It was reported that due to cylinders not filling with liquid the patient will have his inflatable penile prosthesis (ipp) revised on a future date. Additional information received indicated the patient had an ambicor penile prosthesis removed and replaced with a new ambicor penile prosthesis.

Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that due to cylinders not filling with liquid the patient will have his inflatable penile prosthesis (ipp) revised on a future date.